Event description:
It was reported that the patient had three syncopal episodes with failure to pace. The ventricular lead impedance decreased from 900 ohms to 600 ohms. No patient complications have been reported since the lead was removed from service.